Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned during a device replacement procedure due to low impedance, high threshold and sudden diaphramatic stimulation. The physician was concerned that the issues were due to insulation failure as the lead was implanted in 1985. A new lead was implanted. There were no additional adverse patient effects reported.